Event description:
An urgent care nurse was planning to administer methylprednisolone acetate injectable suspension to a patient. When the patient was in office, the nurse used a syringe and blunt-tip needle to draw up the medication from the vial. After drawing up the medication into the syringe, the blunt-tip needle was replaced with a 23- gauge needle for administration. However, the plunger in the syringe would not depress and the medication was not able to be administered to the patient.